Event description:
Event occurred at (B)(6) and is being voluntarily reported by skytron. Facility complained and back section released and slid off the table during pt positioning and prior to the procedure.

Manufacturer narrative:
Skytron's distributor in the area was dispatched to examine the table. During inspection, tape residue was discovered on the underside and sides of the table. After speaking to the facilities biomed, it was discovered that the surgeon had been using an 'egg crate' on top of the table pads and wrapped the tape around the release levers for the back section causing the gravity stopper to fall because the levers were pushed into the release position due to tape being wrapped around them. Surgery was delayed with no injury to pt. The user's mishandling of the product caused the levers to release and the back section to fall.